Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was "too loose" and unable to close. This issue occurred during use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter phone no.: +011(186)22390951 (previously submitted as (B)(6)). H10: the device was received for evaluation with the white twist clamp in the closed position. A visual inspection with the naked eye noted that the detent (notch) and lead in was present on the twist clamp. There is damage to the light blue main body. There was brownish/yellow staining on the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition twist clamp unable to close was not verified. The cause of damage to the main body could not be determined, however the brownish/yellow staining is consistent with exposure to chemical agents such as foreign solvents, dye, or cleaning agents that can lead to damage of the transfer set material. Should additional relevant information become available, a supplemental report will be submitted.